Event description:
During a phacoemulsification procedure, this unit would not calibrate handpieces. Although the unit was used to complete the procedure, as the unit did calibrate one handpiece, the procedure was delayed approx. 1 hour.